Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6). Corrected fields: h6 patient codes: updated from no health consequences to scar tissue (cicatrix) h6 evaluation conclusion code: updated from no problem detected to known inherent risk of device

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced device performance issues, as the pump and cuff did not refill. Therefore, a surgical procedure was performed, wherein the cuff and pump were explanted, and the balloon was left implanted, with a deactivation plug. No new device was implanted at the time as the patient was set to heal, as scar tissue developed in the perineum area, which restricted blood flow. At a later date, a surgical procedure was performed and new cuff and pump were implanted. The surgery outcome was reported as successful. We were unable to obtain further information about previous surgical interventions for this patient, despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in september- early october.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced device performance issues, as the pump and cuff did not refill. Therefore, a surgical procedure was performed, wherein the cuff and pump were explanted, and the balloon was left implanted, with a deactivation plug. No new device was implanted at the time as the patient was set to heal, as scar tissue developed in the perineum area, which restricted blood flow. At a later date, a surgical procedure was performed and new cuff and pump were implanted. The surgery outcome was reported as successful.